Manufacturer narrative:
Concomitant products: product ID: 3708640, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708640, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. (B)(4). (B)(6).

Event description:
The patient reported their physician indicated their extension was "broken or disconnected." No troubleshooting was performed and no actions were taken. The extension remained implanted and in service and the issue remained unresolved at the time of report. It was noted a surgical intervention was planned, but was not yet scheduled. The patient was alive with no injury at the time of report. No further event information was available. A supplemental report will be filed if additional information is received.